Event description:
This is the same event and the same pt reported under MDR ID# 2939859-2001-00009 (mmc# 2000300). This is the second MDR submitted for the second suspect product. Hypersensitivity injection site. Treated with medrol dose pack and benadryl cream.